Event description:
10 minutes prior to completing treatment. Machine alarmed-minor blood leak. Attempted to reset unsuccessful, traced lines found kinked arterial segment post blood pump. Treatment discontinued, blood recirculated and specimen drawn from both extracorporeal circuit and pt arterial cannula needle. Both specimens hemolyzed. Pt asymptomatic with evaluation of b/p noted. Placed on o2 as comfort measure while evaluation in progress. Physician notified and pt admitted to hospital. Pt held for observation and discharged next day stable. No adverse reaction noted following incident. No hemolysis found at the hosp.